Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone leak in prosthetic cavity.

Event description:
Healthcare professional reported "complete rupture and silicone leak in prosthetic cavity". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2017. Date in d6a was removed as device was not manufactured until 04/may/2017. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. None of the other observations performed during the device analysis (wear abrasion and non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "complete rupture and silicone leak in prosthetic cavity". This record is for the left side. Device was explanted.